Manufacturer narrative:
Intuitive surgical received the prograsp forceps instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed the instrument's pitch cable was broken at the distal end. The instrument proximal clevis was found to be dislodged as a result of broken grip cables on the proximal end and broken pitch cables on the distal end. The crimps for pitch cable were not missing. This complaint is being reported based on failure analysis investigation results confirming a broken pitch cable.

Event description:
It was reported that during a davinci assisted prostatectomy procedure, the prograsp forceps instrument was found to be broken. The procedure was completed successfully with no reported patient harm or adverse consequences.